Event description:
It was identified through review of the programming history database that a patient had high impedance identified during a system diagnostic test. The patient was programmed "off" (0ma output current) during the same programming session that the patient's high impedance was found. No known surgical intervention has occurred to date. No additional relevant information has been provided date.